Event description:
A customer reported that their freestyle freedom blood glucose monitor would not power on properly, and as a result, the customer was unable to properly monitor their blood glucose. The customer then reported feeling dizzy, and that his left hand started to jerk. He then reported experiencing a seizure. Paramedics were called, and upon their arrival a glucose result of 144 mg/dl were obtained on an unknown brand of meter. Exact details regarding diagnosis and treatment of the customer are unknown. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.